Manufacturer narrative:
According to the technician's statement, the device was repaired by the hospital themselves. There was no on-site visit by our technician. No more information was provided and it is impossible to know what was the cause of the issue. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). Unfortunately, the device's logs, no further analysis has been possible. As the cause of the alarm generation was not provided, the cause could not be determined.

Event description:
It was reported that the ventilator had an issue with o2 concentration being too low. There was no patient harm. Manufacturer's ref. # (B)(4).